Event description:
It was reported that a user experienced hypoglycemia while using a dexcom g7 with the ilet bionic pancreas, with the lowest glucose reported as 49 mg/dl on cgm and 51 mg/dl on a glucometer, after starting the ilet and potentially having fast-acting insulin still active; the user treated with oral carbohydrates including cookies and candy. Symptoms included hypoglycemia and shaking/tremors. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required, and the event was categorized as a serious injury/illness/impairment. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.